Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. When reviewing similar reportable events for b9 pool lift, we have found a low number of other similar cases where the resident fell off the stretcher. There is no complaint trend for these kinds of events. The device was inspected by an arjohuntleigh representative at the customer site and found to be out of its specification: corrosion on the right hand side rail and incorrect castors fitted, however no malfunction were found that caused or contributed to the reported incident. The device was being used for patient handling and in that way contributed to the event - resident fell off the device. A drill-down analysis was conducted into this event. From it, we stated that the cause of this event is related to user error. The main factor that can be related to the fall of the resident from a stretcher is the side rail not having been applied - a supporting steel bar that prevents the patient or occupant from sliding out at the side and/or falling. The received information showed that it wasn't possible to re-create event, the side rails were found working as intended. Therefore we can exclude a malfunction related to side rails. The interviewed customer indicated that user error couldn't be ruled out as she suspected that the caregivers may have "dropped the r/h side rail to turn the gentleman over." Product instruction for use (IFU) is provided with each device. IFU (4.ga.02/1 int gb from november 1995) informs about correct use of a device: regarding placing the resident onto the device: "(a2) lower the side support on the side where the transfer is to take place. Check that the opposite side support is raised" regarding handling the resident placed on a device: "assist the resident onto the chair/stretcher. (...) (A2) raise the lowered side support." Instruction for use includes also 'safety instructions' that informs user must always make sure that "the equipment is handled by trained staff". It warns also: "make sure that the resident is lying/sitting in the middle of the stretcher". In accordance to above information we can state that the event was caused by user error - user did not follow IFU. We can state that the reported event is likely related to user error as no dates of last training to the caregiver were provided and details of trainings were not available for company representative.

Event description:
Initially it was reported by arjohuntleigh representative that the patient fell off the b9's stretcher. "The gentleman was placed on the stretcher in the pool and the side rails were raised. Stretcher raised out of the pool using the pool lift and then attached to the transfer trolley. Whilst in the changing room with the curtains closed x2 care staff rolled him onto his right hand side when he fell to the floor." Sustained injury: 3 large bruises to his head, a bruise to his right foot and a bruise to his right shoulder. Ambulance called and the injured was taken to (B)(6). No hospitalization was required.